Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: 110031422, cr prolong 40mm brng +3; lot#: 64361197. Item#: 110031399, mini tray std cocr +0 offset; lot#: 65011422. Item#: 110031421, cr prolong 40mm brng std; lot#: 65007462. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 002020. Item#: 110030776, cr 40mm glenosphere std cocr; lot#: 65054418. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse type right shoulder arthroplasty is present. There is disassociation of the glenosphere from the baseplate. There is no fracture. The glenosphere and humeral implant remain aligned. Bone quality appears unremarkable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: item#: 110030777, cr 40mm glenosphere +3mm cocr; lot#: 64549840. Item#: 110031421, cr prolong 40mm brng std; lot#: 65007467. Item#: 110031402, mini tray std cocr +3 offset; lot#: 64744901. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty for an unknown reason. Subsequently, the patient was revised approximately three (3) weeks later due to glenosphere disassociation. There was no trauma noted. The implant disassociation was found on x-ray at two (2) week follow up.